Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic transit bipartition procedure, there was no b formation through the staple line. It was also reported that the staple line was incomplete distally that was fixed by changing the staple and reload. There was no patient injury.